Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient had a hernia repair surgery on (B)(6) 2012 at (B)(6) hospital (dr (B)(6)) and mesh was implanted. No additional information was provided.

Manufacturer narrative:
Patient codes: (B)(6). It was reported that the patient experienced pain, and incontinence following surgery. No additional information was provided.

Manufacturer narrative:
It was reported that the patient experienced recurrent hernia. It was reported that she underwent mesh removal surgery. No additional information provided.